Event description:
It was reported that the hermetic lumbar catheter, closed tip (ins5010) broke off in the patient and the remaining portion had to be removed. They used an alternative non-integra product to continue with the lumbar drainage procedure. No patient injury or surgical delay was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The hermetic lumbar catheter, closed tip (ns5010) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history records (DHR) was reviewed, and no anomalies were found. In addition, the tubing component incoming-inspection-record was reviewed, and the tube complied with all requirements/specifications including break load force, elongation, tensile strength, ID, and od. Also, no change to the tubing has been reported by the manufacturer in the past two (2) years. The root cause(s) of the reported issue could not be determined since the complaint could not be verified. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.